Event description:
Immediately after this device was implanted, interrogation was extremely difficult. However, after re-positioning the patient, the interrogation was successful and the device remains implanted.